Event description:
It was reported that the caller was unable to get any green lights on the telemetry portion of the remote monitor during a manual transmission. It was noted that there potentially was a telemetry issue with the implantable pulse generator (ipg) since it was unable to be interrogated. Both the monitor and device remain in use. No patient complications have been reported as a result of this event.